Event description:
Diabetic ketoacidosis [diabetic ketoacidosis], concerns a woman treated with levemir flexpen (insulin detemir) and novofine 31g needle due to insulin-requiring type ii diabetes mellitus. On 02-mar-2006 the patient was hospitalized due to increased blood glucose level (51.3 mmol/l), confusion and dehydration and she was diagnosed with diabetic ketoacidosis. She was treated with insulin (product not specified) on a sliding scale, intravenous fluids (not specified). The patient's blood glucose decreased to 1.9 mmol/l during the day. The following day the patient's blood glucose level ranged between 7.2 mmol/l and 10.2 mmol/l. Reportedly the reporting nurse examined the device and noticed a gap between the rubber bung and the piston rod, and the device felt slightly stiff to use, however, it did administer the full amount of insulin dialed. The patient does not change the needles regularly. The patient recovered completely. She was discharged 19 days later and treatment with levemir continued. Medical history includes recurrent hypoglycemic epidsodes (not further specified), cardiovascular disorder (unspecified), renal impairment, chronic anaemia. Analysis result: product: levemir flexen .0024 mol/l. Lot no.: rp51118. The returned product was examined visually. Furthermore, the parameters identity, assay and insulin detemir related impurities were examined. The product was found to be normal. The results were found to comply with specifications. Technical examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During testing iof the device it has not been possible to detect any irregularities. Product: novofine g31. Lot no.: unknown. A needle, which has been used for injection by the user, was blocked upon receipt of the complaint in nnas. Comment: company comment: a needle, which has been used for injection by the user, was blocked upon receipt of the complaint in nnas. Most likely this fault occurred during use of the needle. Novofine needles are disposable and should not be reused. Comment: reporter causality: possible (levemir), unknown (novofine).